Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up, there were episodes of non sustained oversensing due to t-wave oversensing. Noise was also observed. The lead was explanted and replaced. There were no reported adverse consequences for the patient.